Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result with an unusual pcr curve was obtained. Sample was repeated and was hpv negative again. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concern of a false negative result on the hpv onclarity assay using the bd cor px/gx system. The customer provided run files and reagent information. Upon investigation, the specimen in question showed a pcr amplification reaction that produced signal characteristics consistent with a positive reaction. In this specific case, the amplification occurred on a paired optic that detects hpv35/39/68. The amplification curve demonstrates a mixed infection containing two (2) distinct amplification profiles. However, during downstream data processing, the software algorithm that evaluates amplification curves applied predefined classification thresholds and quality filters that resulted in the final output being reported as negative. The analysis software is designed to evaluate multiple parameters¿including signal intensity, curve shape, baseline stability, and internal quality controls¿to ensure consistency and to minimize the risk of false positive calls. In rare cases, reactions that generate detectable amplification signals are classified as negative. The reported result reflects application of the software¿s validated interpretation criteria rather than a failure of the pcr chemistry or the analysis software. Please be assured that bd takes reports of false positive and negative results seriously. This specific occurrence was provided to the r&d and software teams for further evaluation to ensure continued robustness of the algorithm and clear communication of result interpretation criteria to users.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result with an unusual pcr curve was obtained. Sample was repeated and was hpv negative again. There was no report of patient impact.